Event description:
In 2003, a ventricular assist device pt being supported by the portable pneumatic driver reported that the unit just shut off and quit pumping without any alarms. Both batteries were depleted. The pt switched both batteries with fully charged back-up batteries and the unit started again. The pt then switched off of the driver onto a back-up unit without incident. The driver and batteries were returned to the manufacturer for evaluation.